Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02768, 0001825034-2019-02769, 0001825034-2019-02770, 0001825034-2019-02771.

Event description:
It was reported that our incoming inspection member at the warehouse found debris in the sterile seal part. No adverse events have been reported as a result of the malfunction.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection did not find any debris inside of the sterile packaging, however there is an indent in the sealed area which is non-conforming. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event can be traced to a manufacturing problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.